Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced a high blood glucose level of 542 mg/dl. The customer's mother reported issues with the infusion set. The customer had symptoms of ketones. The customer was treated with a manual injection. The current blood glucose level was unknown. The customer's mother did troubleshoot the issue and found when the site fell out they noticed the cannula was bent. The customer¿s mother reported another incident when the customer woke up, (B)(6) 2017 with a high blood glucose, changed the site and did appropriate correction, but ended up calling the emergency medical services. The customer¿s blood glucose level was 54 mg/dl. The customer was treated with glucose tablets. The customer's blood glucose level was 70 mg/dl at the time of call. The customer did not end up at the hospital and they made sure they were stable before letting her go and have lunch. The insulin pump will not be returned for analysis.